Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the reservoir was leaking inside the reservoir compartment. The customer's blood glucose was 286 mg/dl. Customer was able to remove the insulin with a cloth and cotton swab. Customer reported a crack was present at the end of the reservoir barrel. The customer stated the leak was present from the o-rings to the reservoir. The customer reported fluid was present on the reservoir compartment. The customer declined to troubleshoot for their blood glucose. The reservoir will be returned for analysis.